Event description:
Vns pt was explanted due to infection. The pt had previously undergone generator replacement surgery due to prior infection. The pt reportedly developed an infection again after implant of the replacement generator. Both the lead and generator were explanted.